Manufacturer narrative:
A hardware analysis was initiated to determine the probable cause of the issue. Analysis found that the battery did not hold charged. It was replaced and the system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9733627, serial/lot #: unknown. Medtronic representative went to the site to test the equipment. Testing revealed that the battery died when unplugged. The parts were replaced and the general failure was resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside a procedure. It was reported that they discovered that the battery died when unplugged. This was discovered before a case today. They did a system check out but found all plugs intact. There was no patient present when this issue was identified.